Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent (3.0x22mm) to treat a severely calcified, moderately tortuous lesion with 70% stenosis in the mid lad. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion and was damaged by the calcium; on removal the physician examined the stent and it was reported to be bent. The physician felt that the tip was slightly bent from the calcification. No additional devices were required to remove the stent. The procedure was then completed using a guideliner and a longer stent, resolute integrity 3.0x38mm. There is no patient injury. The device was discarded.